Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been intended based on the reported information.

Event description:
This is the second report of two reports concerning the screw inserter hx shaft. See mfg report number 2032593-2014-00022). It was reported the surgeon inserted screws into patient both newport drivers broke. Additional information was received from the distributor. The lips of two drivers broke inside the screw when the screw was inserted. There was no reported injury to the patient but due to this issue, the surgery was completed using only one rod (unilateral) instead of two and the surgery time was extended 30 minutes as the tip of the spare device also broke and the screws could not be removed.